Manufacturer narrative:
(B)(4). Field safety engineer has been sent for investigation. Service order (B)(4): the device has been troubleshooted and inspected. The failure could be confirmed. They replaced the control board (701034051). Additionally they replaced the broken latch assembly (701011680).performed all functional and electrical safety tests. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was reported that the error message "head error" was on the display when the pump was started. No patient involvement. (B)(4).